Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 17 cm from the connector pin. The metal wires of the sensing coil were exposed in the same area.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.